Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a haptic that would not stay anchored inside the bag. In a f/u, the surgeon reported that there was vitreous loss at the time of initial iol implant surgery. One day postoperatively, intraocular pressure (iop) was elevated and reduced with medication. Cystoid macular edema (cme) was noted at a later date. Six months later, the iol was noted to be decentered. The iol was eventually exchanged. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/24/2009 by fax and mail. A completed questionnaire was received on 10/02/2009. This report was mailed to FDA on: 10/21/2009.